Manufacturer narrative:
H.6. Investigation: one open 31g x 5mm pen needle sample and two photos were returned from unknown lot. No., cat. No. 320129. A clog testing was carried out on the returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that needle was unable to deliver medication with a bd pen ndl 31ga 5mm. The following information was provided by the initial reporter, translated from japanese to english: a needle was clogged.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle was unable to deliver medication with a bd pen ndl 31ga 5mm. The following information was provided by the initial reporter, translated from (B)(6) to english: a needle was clogged.